Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer stated that the pump beeped when blood glucose was below 60 mg/dl. The customer declined to troubleshoot for low reading because they took a fair amount of insulin. The customer also had blood glucose of over 300 mg/dl. The customer reported that paramedics came in for the night for low blood glucose two months ago. The product was not returned for analysis.